Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, on (B)(6) 2017, during a regular follow-up visit of the patient, multiple v burst episodes were found in the device memory and noise was observed in ventricular egms. V lead measurements were within normal ranges (threshold, 0.75 v, r wave amplitude 2.9 to 15 mv and impedance 703 ohms). As the measured minimum r-wave amplitude of 2.9 mv was actually from oversensed noise, the ventricular sensitivity was programmed from 2.5 mv to 4.0 mv. The next follow-up will be performed in (B)(6) 2017.